Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. This is a follow-up submission to reflect the evaluation of the returned device. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the second implant would not eject from the device and the trigger was locked in the squeezed position. Visual evaluation revealed that the suture/implant construct was stuck in the shaft's cannula. The implant/suture construct was removed from the device's mechanism, and the device functioned as per surgical technique. Also, observed scratches on the surface of the shaft and a dent on the cannula track. The most likely cause of this type of event is excessive movement of the needle from tear and/or the user not following the deployment sequence as stated in the surgical technique guides such as squeezing and releasing trigger out of sequence, and premature squeezing and releasing of the trigger. The potential cause(s) of this event will be communicated to the event reporter.

Event description:
It was reported that the speedcinch with curved needle was used for a meniscal procedure. The second implant would not eject from the speedcinch. The trigger was locked in the squeezed position. A grasper was used to remove the second implant. No additional incision was necessary. The procedure was completed with a non-arthrex device. Follow-up investigation: the first peek implant was left in the meniscus and the second was removed from the patient.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that the speedcinch with curved needle was used for a meniscal procedure. The second implant would not eject from the speedcinch. The trigger was locked in the squeezed position. A grasper was used to remove the second implant. No additional incision was necessary. The procedure was completed with a non-arthrex device. Follow-up investigation: the first peek implant was left in the meniscus and the second was removed from the patient.